Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the unspecified bd blood vacutainer collection set, the device experienced leakage. The following information was provided by the initial reporter. The customer stated: it was reported by the consumer the tube was leaking.